Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On 02/27/2024, it was reported that the patient was unresponsive. The egv was 47 mg/dl. Due to the patient's state, she was unaware whether the display device was alarming. The fiance checked the bg and it was 21 mg/dl. The fiance called paramedics and the patient was brought to the emergency room. She was given glucagon by paramedics while in the ambulance. Her readings when she was brought to the hospital was bg 27 mg/dl taken by the paramedics in the ambulance while dexcom showed 40 mg/dl. The patient regained consciousness in the ed and was discharged after 10 hours. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.